Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor was treating 2 aneurysms in the ica with the one vantage 5x25. Around the ophthalmic genu the vantage ¿ribboned¿ and was very resistant to any attempt to get it to open in the middle section. After multiple attempts (more than 7) to open it became a concern that possibly the dft filaments had fatigued into the ribboned shape. Less than 50% of the pipeline had been deployed. The stent was removed and replaced with a 5x20 vantage. The phenom was left in situ and was used to successfully deploy the second vantage. This was also somewhat reluctant to open on the same bend but was deployed and then post dilated with a stryker 4x10 transform balloon. Final angiographic result was very good. The pipeline was used on-label. The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery with a max diameter of 5mm and a 4mm neck diameter. Landing zone was 3.5mm distal and 4.8mm proximal. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a phenom 27 x 150 microcatheter.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline vantage system was returned for analysis within a shipping box and within an opened pipeline vantage system outer carton. Visual inspection/damage location details: no bends or kinks were found with the pipeline vantage pushwire. The hypotube was found to be intact with ptfe pulled back. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. No damages were found with the silicone disks. The dps sleeves were found to be intact. The tip coil was found to be intact. The proximal braid end was found to be collapsed and frayed. The middle braid section was found to be opened. The distal braid end was found to be opened and appeared to be in good condition. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was unable to be confirmed as middle section of the pipeline braid was found to be opened. The customer reported patient vessel tortuosity was severe. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.